Manufacturer narrative:
B3: corrected date of event.

Manufacturer narrative:
A1: updated patient identifier.

Event description:
The following literature article was reviewed: "emergency endovascular management of a symptomatic pseudoaneurysm of the left subclavian artery ostium using a combination of an abdominal aortic stent-graft extension cuff and a periscope stent graft" (B)(6) . Annals of vascular surgery 2019; 55: 307.e13¿307.e17 manuscript accepted: (B)(6) 2018. Article first published online: (B)(6) 2018. The case report of a 70-year-old man presents an emergency bailout procedure in terms of endovascular management of an acute, isolated, spontaneous, atherosclerotic, non-infected, symptomatic pseudoaneurysm (4.2 cm x 4.3 cm x 4.3 cm) of the left subclavian artery ostium which was presumably secondary to an atherosclerotic penetrating aortic ulcer due to calcified plaque rupture. As in this patient the aortic arch was relatively straight (type I), they opted for an urgent endovascular solution using two parallel stent grafts, one in the thoracic aorta and one in the left subclavian artery in periscope fashion, because its downward direction is less likely to interfere with the ostium of the remaining aortic arch branches and compromise blood flow to these. The main drawback for the periscope configuration was the retrograde flow, increasing the risk of thrombosis. Procedure: they used a suitable-sized abdominal aortic extension cuff (endurant, 36 mm x 36 mm x 49 mm, medtronic).) To exclude a subclavian ostium of around 8 - 10 mm and providing a 19 - 20 mm proximal and distal sealing zone. To facilitate gutter formation and promote good wall apposition between the parallel grafts the aortic extension cuff was 20% oversized. Because the delivery catheter of the device was not long enough to reach the target lesion transfemorally, a left retroperitoneal access was performed and the aortic cuff was introduced via the left common iliac artery. The aortic cuff was deployed just distal to the origin of the left common carotid and covered the left subclavian artery ostium, whereas the patency of the left subclavian artery was maintained using the periscope technique, by using an 8mm x 10cm gore viabahn® endoprosthesis, which was introduced via an open cutdown to the left axillary artery. Follow up: immediately after the operation, the patient developed bradypsychia, dysphasia, and disorientation. A brain computed tomography angiography (cta) confirmed an infarct in the left parietal region, indicating a minor stroke. The following day, chest thoracic cta showed that there was complete thrombosis of the pseudoaneurysm and that both stent-grafts were patent without endoleak. In the article it was noted that the images showed that the hump of the aortic endograft was protruding into the pseudoaneurysm. On the 10th postoperative day the patient was discharged with no dysphasia or any neurological deficits. He remains in good condition five years later, and cta show that both endografts were patent with no endoleak, and that the pseudoaneurysm has thrombosed and reduced in size compared with previous imaging. Take home message provided within the article: guide wire, catheter, and device manipulations in the aortic arch should be gentle and be kept to a minimum, because such procedures carry an inherent risk for stroke, particularly in the elderly and those with heavy atherosclerotic burden in the arch, as in the present case. On (B)(6) 2019 the author stated that currently, after 7 years, both, the aortic endograft and the gore viabahn® endoprosthesis are patent.

Manufacturer narrative:
A2: added patient date of birth. B5: updated event description. D6: added date of implant. H6-code 4119: the lot number was requested but could not be provided. H6-code 4112: the investigation involved the analysis of imaging data provided by the author in view of supporting the identification of possible causes for the adverse event. H6-code 3221: the lot number was requested but could not be provided, therefore, a review of the manufacturing records could not be conducted. The devices remain implanted in the patients, therefore no investigation of the device can be performed and therefore no results can be obtained. H6-code 213: the evaluation of the provided imaging data showed the following: one time-point available for evaluation: pre-implantation images with no CT date of acquisition on the images. The proximal ~20mm of lsa appears to be aneurysmal. Diameters appear to range from 13.9mm ¿ 42.2mm. Images provided do not allow for evaluation in relation to the reported event.

Manufacturer narrative:
Date of event is unknown, so the date the manuscript was accepted was used as date of event. The device remains implanted in the patient. The device remains implanted in the patient. The device remains implanted in the patient. The lot number of the device was requested but is unknown yet. Results pending completion of review of manufacturing records.

Event description:
The following literature article was reviewed: "emergency endovascular management of a symptomatic pseudoaneurysm of the left subclavian artery ostium using a combination of an abdominal aortic stent-graft extension cuff and a periscope stent graft" diego caicedo valdes et al. Annals of vascular surgery 2019; 55: 307.e13¿307.e17. Manuscript accepted: june 21, 2018. Article first published online: september 12, 2018. The case report of a (B)(6)-year-old man presents an emergency bailout procedure in terms of endovascular management of an acute, isolated, spontaneous, atherosclerotic, non-infected, symptomatic pseudoaneurysm (4.2 cm x 4.3 cm x 4.3 cm) of the left subclavian artery ostium which was presumably secondary to an atherosclerotic penetrating aortic ulcer due to calcified plaque rupture. As in this patient the aortic arch was relatively straight (type I), they opted for an urgent endovascular solution using two parallel stent grafts, one in the thoracic aorta and one in the left subclavian artery in periscope fashion, because its downward direction is less likely to interfere with the ostium of the remaining aortic arch branches and compromise blood flow to these. The main drawback for the periscope configuration was the retrograde flow, increasing the risk of thrombosis. Procedure: they used a suitable-sized abdominal aortic extension cuff (endurant, 36 mm x 36 mm x 49 mm, medtronic).) To exclude a subclavian ostium of around 8 - 10 mm and providing a 19 - 20 mm proximal and distal sealing zone. To facilitate gutter formation and promote good wall apposition between the parallel grafts the aortic extension cuff was 20% oversized. Because the delivery catheter of the device was not long enough to reach the target lesion transfemorally, a left retroperitoneal access was performed and the aortic cuff was introduced via the left common iliac artery. The aortic cuff was deployed just distal to the origin of the left common carotid and covered the left subclavian artery ostium, whereas the patency of the left subclavian artery was maintained using the periscope technique, by using an 8 mm x 100 mm viabahn stent graft (gore), which was introduced via an open cutdown to the left axillary artery. Follow up: immediately after the operation, the patient developed bradypsychia, dysphasia, and disorientation. A brain computed tomography angiography (cta) confirmed an infarct in the left parietal region, indicating a minor stroke. The following day, chest thoracic cta showed that there was complete thrombosis of the pseudoaneurysm and that both stent-grafts were patent without endoleak. In the article it was noted that the images showed that the hump of the aortic endograft was protruding into the pseudoaneurysm. On the 10th postoperative day the patient was discharged with no dysphasia or any neurological deficits. He remains in good condition five years later, and cta show that both endografts were patent with no endoleak, and that the pseudoaneurysm has thrombosed and reduced in size compared with previous imaging. Take home message provided within the article: guide wire, catheter, and device manipulations in the aortic arch should be gentle and be kept to a minimum, because such procedures carry an inherent risk for stroke, particularly in the elderly and those with heavy atherosclerotic burden in the arch, as in the present case.